Manufacturer narrative:
Account information was confirmed on (B)(6) 2018. (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor siltex round moderate profile 350cc saline prosthesis, catalog # 3542655. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 375cc prosthesis and experienced deflation post procedure. As a result, the patient underwent bilateral prosthesis replacement on (B)(6) 2018.